Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump button was not responding and act having to press the long time. Customer states that they experienced high blood glucose. Customer¿s blood glucose was 215 mg/dl at the time of incident. The insulin pump will not be returned for analysis.